Event description:
It was reported that the patient stayed in the hospital for hemodialysis and tracheostomy with ventilator several months after pump implantation. The patient had been in the respiratory care ward for several months and was conscious. The patient had a vital sign change in the ward, and a spontaneous intracerebral hemorrhage that was related to stroke was detected by a head computed tomography scan (CT) scan. The patient had a consciousness change and a coma. It was noted that the patient had end stage renal disease and respiratory failure before pump implantation. The patient's respiratory failure was not improved after pump implantation. The family decided to make the patient do not resuscitate and refused therapy. The patient passed away due to a severe intracerebral hemorrhage on (B)(6) 2024. The outcome was not considered device or therapy related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.